Event description:
Related manufacturer reference number: 2017865-2023-11593, related manufacturer reference number: 2017865-2023-11595. It was reported that the patient presented with failure to capture on their atrial and right ventricular leads. Upon x-ray, the patient's atrial, right ventricular, and left ventricular leads were found to be dislodged. All leads were explanted and replaced. The patient was stable.